Event description:
The customer reported that the probe of the ortho provue analyzer dripped and the probe was piercing the gel cards off center. The customer did not know if the reagents or samples were contaminated or whether the analyzer posted any error messages for the probe drip. The customer discontinued the use of the instrument. No erroneous results were reported. Probe issues may lead to dilution of sample / reagent, carry over and / or cross contamination and erroneous results which could lead to transfusion of incompatible blood.

Manufacturer narrative:
An ocd field engineer (fse) visited the customer site, replaced the probe, wash station and performed the necessary adjustments and verifications to return the instrument to expected operation. The customer processed samples without any issues. This customer has not logged any complaints against this analyzer since this incident. Incident is isolated. (B) (4).